Event description:
It was reported when using the bd pyxis medstation es system door 3 was failed. The customer added that this malfunction occurred during the user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door 3 failed intermittently. The field service engineer added stabilant two harness assembly at door board connector to resolve. The system functioned as intended after the field service engineer troubleshooted the device.